Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package of the foley tray, it was noted that the sterile water syringe was short 6ml.

Manufacturer narrative:
The reported issue was confirmed as cause unknown. Per the photo sample received, the reported issue could be confirmed that the sterile water syringe was short 6ml. No physical sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- contents: string hanger, attached sheeting clip, underpad, fenestrated drape, gloves, 3 antiseptic swab sticks, 10cc lubricating jelly syringe, prefilled 10cc syringe of sterile water, specimen container with cap and label, hand sanitizer, cleansing wipe. - do not use if package is damaged."

Event description:
It was reported that upon opening the package of the foley tray, it was noted that the sterile water syringe was short 6ml.